Event description:
Additional information was received via a consumer. It was noted that two years ago the catheter was so twisted and wasn¿t working for her. It was supposed to be replaced, but because it was twisted the patient was not sure what had happened. No patient symptom was reported. The catheter was still in place, but the pump had been removed. The patient wanted to find a healthcare provider who could implant a pump and fill it. Physician listings were provided. The pump was noted as having administered dilaudid of an unknown concentration via an unknown dose rate.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the pump was turning into their abdomen and the catheter was twisted in their body.

Manufacturer narrative:
Continuation of d11: product ID 8709, serial# (B)(6), implanted: (B)(6) 2009, explanted: product type catheter, product ID 8709, serial# (B)(6), implanted: (B)(6) 20009, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 12-feb-2011, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 12-feb-2011, UDI#: (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain and other non-malignant pain. On (B)(6) 2018 it was reported that the patient had a surgery to lose weight and lost an excessive amount of weight. After the surgery, the pump was flipping. The event date was asked, but unknown. No patient symptoms were reported. The patient was scheduled to revise the flipping pump. When they opened the pocket, they found that the catheter was broke. The pump was explanted and about 60 cm of the catheter was removed from the pocket; the remaining 29 cm was left posterior in the patient¿s back. Fluoroscopic images were taken during the procedure. The environmental, external, or patient factor that may have led or contributed to the issue was that the patient had lost a lot of weight. The issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.